Event description:
As reported by the legal brief, after a review of imaging, surgical intervention was recommended, and a right total knee replacement was scheduled and performed on (B)(6) 2019. Following extensive rehabilitation, patient experienced swelling and pain from the total knee replacement that continues to this day. Patient experiences a sensation that the right knee is unstable, drops, and detects a clicking sensation. On or around (B)(6) 2022, patient received a phone call from her surgeon who explained that both of her total knee replacements systems were recalled and informed her that both of her knees would need to be replaced again. Patient received a letter (B)(6) on (B)(6) 2022, which provided written notice that she received defective parts from an exactech knee replacement system and that the components were being recalled. Patient followed up with a visit to her surgeon and, upon surgeon¿s advice and recommendation, scheduled a corrective right total knee replacement surgery for (B)(6) 2023.

Manufacturer narrative:
Concomitant products: logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(4)). Truliant ps cem fem ps cem right sz 3.5 (cat# 02-020-11-0335 / serial# (B)(4)). Truliant tib fit tray cem sz 3.5f / 2.5t (cat# 02-022-45-3525 / serial# (B)(4)). Advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). As reported by the legal brief, after a review of imaging, surgical intervention was recommended, and a right total knee replacement was scheduled and performed on (B)(6) 2019. Following extensive rehabilitation, patient experienced swelling and pain from the total knee replacement that continues to this day. Patient experiences a sensation that the right knee is unstable, drops, and detects a clicking sensation. On or around (B)(6) 2022, patient received a phone call from her surgeon who explained that both of her total knee replacements systems were recalled and informed her that both of her knees would need to be replaced again. Patient received a letter (B)(6) on (B)(6) 2022, which provided written notice that she received defective parts from an exactech knee replacement system and that the components were being recalled. Patient followed up with a visit to her surgeon and, upon surgeon¿s advice and recommendation, scheduled a corrective right total knee replacement surgery for (B)(6) 2023. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pain and upcoming revision cannot be conclusively determined; however it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.